Event description:
During the attempted intra-hepatic administration of yttrium-90 glass microspheres for the treatment of liver carcinoma, there was significant backflow of fluid through the catheter from the outlet line and excessive fluid was observed in the dose vial septal area, indicating a compromise in the seal of the administration system. Summary of the therasphere administtration procedure: catheter position was established using a standard 5f (80 cm) catheter. Ionic contrast media (omnipaque-nycomed) was injected at various points during the porcedure to facilitate visualization of the vasculature and catheter position. The therasphere administration set was prepared in the usual fashion and the outlet line connected to the catheter hub in preparation for infusion of 135 mci of therasphere, yttrium-90 glass microspheres. Following priming of the inlet and outlet lines with saline, a 30 cc syringe was connected to the inlet line, saline was drawn into the syringe, the blue stopcock was switched to the catheter, and the first infusion of therasphere was inititated. Immediately after switching the blue stopcock to the catheter, blood was noted to backflow through the outlet line from the catheter. The blue stopcock was turned off and a hemostatic clamp was used to compress the outlet line and prevent further backflow. A significant amount of fluid was also noted simultaneously in the dose vial inlet and outlet needle area. Fluid was observed above the top of the lucite needle insert and was approx half way to the edge of the lead container rim. At this point, it was apparent that a compromise in the seal of the delivery system had occurred. The procedure was terminated, the dose vial and entire administration set were removed, the catheter was removed from the pt, all items were placed in a plastic container and transported to a segregated and secure area in nuclear medicine. Follow-up evaluation on the condition of the pt: the pt experienced no apparent complications or adverse effects as a result of the procedure. The pt was discharged without incident within 2 hrs. Summary: an apparent compromise of the therasphere delivery system integrity resulted in significant fluid leakage from the dose vial in the inlet/outlet needle area. The pt did not receive any of the intended therasphere dose. Mds nordion and the hosp are continuing to examine possible causes for the incident. A follow-up report will be issued when the evaluation is complete.